Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other) : essure was noted to be protruding lip of serosal surface'), fallopian tube perforation ('perforation: fallopian tubes/perforation (fallopian tube(s) perforation (other) serosal surface') and embedded device ('essures are embedded in the cornua of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included vaginitis. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("other injuries/symptoms: other, hair loss"), endometriosis ("other" please describe: stage 2 endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), cystitis ("bladder infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix) and surgical removal of coil(s and total laparoscopic hysterectomy.) Essure was removed on (B)(6) 2014. At the time of the report, the perforation, fallopian tube perforation, embedded device, alopecia, endometriosis, dyspareunia, cystitis and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, menorrhagia, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain, fallopian tube perforation, menorrhagia, vaginal infection, vaginal discharge, hair loss, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: serpiginous radiopaque structure is seen in the superior right aspect of the pelvic ring which is consistent with the patient¿s known history of recent uterine (as written) coil placement. Hysterosalpingogram - on (B)(6) 2010: result: unilateral occlusion (right tube occluded). Essure device is seen in the proximal right fallopian tube. The right fallopian tube is blocked. The left fallopian tube is morphologically normal and patent. Ultrasound pelvis - on (B)(6) 2009: impression: 1. No sonographically apparent foreign body. 2. Bulky uterus without focal lesions. 3. Mild right ovarian enlargement due to 3 to 4 cm cyst. 4. Free pelvic fluid consistent with recent instrumentation.; on (B)(6) 2009: s/p partial essure however there is no evidence of a coil seen on either side of the pelvis. Ultrasound scan vagina - on (B)(6) 2010: result: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event "perforation (other) : essure was noted to be protruding lip of serosal surface" was added. Outcome of event dysmenorrhea was updated from unknown to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation (other) : essure was noted to be protruding lip of serosal surface'), fallopian tube perforation ('perforation: fallopian tubes/perforation (fallopian tube(s))/perforation (other) serosal surface') and embedded device ('essures are embedded in the cornua of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included vaginitis. Concurrent conditions included ovarian cyst. In november 2009, the patient experienced perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("other injuries/symptoms: other, hair loss"), endometriosis (""other" please describe: stage 2 endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix) and surgical removal of coil(s and total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the perforation, fallopian tube perforation, embedded device, alopecia, endometriosis, dyspareunia, cystitis and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, menorrhagia, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain, fallopian tube perforation, menorrhagia, vaginal infection, vaginal discharge, hair loss, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: serpiginous radiopaque structure is seen in the superior right aspect of the pelvic ring which is consistent with the patient¿s known history of recent uterine (as written) coil placement. Hysterosalpingogram - on (B)(6) 2010: result: unilateral occlusion (right tube occluded). Essure device is seen in the proximal right fallopian tube. The right fallopian tube is blocked. The left fallopian tube is morphologically normal and patent. Ultrasound pelvis - on (B)(6) 2009: impression: 1. No sonographically apparent foreign body. 2. Bulky uterus without focal lesions. 3. Mild right ovarian enlargement due to 3 to 4 cm cyst. 4. Free pelvic fluid consistent with recent instrumentation.; on (B)(6) 2009: s/p partial essure however there is no evidence of a coil seen on either side of the pelvis. Ultrasound scan vagina - on (B)(6) 2010: result: unilateral occlusion (right tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/perforation (fallopian tube(s));') and embedded device ('essures are embedded in the cornua of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included vaginitis. Concurrent conditions included ovarian cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("other injuries/symptoms: other, hair loss"), endometriosis (""other" please describe: stage 2 endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix) and surgical removal of coil(s and total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, embedded device, alopecia, endometriosis, dysmenorrhoea, dyspareunia, cystitis and allergy to metals outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain, fallopian tube perforation, menorrhagia, vaginal infection, vaginal discharge, hair loss, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: serpiginous radiopaque structure is seen in the superior right aspect of the pelvic ring which is consistent with the patient¿s known history of recent uterine (as written) coil placement. Hysterosalpingogram - on (B)(6) 2010: result: unilateral occlusion (right tube occluded). Essure device is seen in the proximal right fallopian tube. The right fallopian tube is blocked. The left fallopian tube is morphologically normal and patent. Ultrasound pelvis - on (B)(6) 2009: impression: no sonographically apparent foreign body. Bulky uterus without focal lesions. Mild right ovarian enlargement due to 3 to 4 cm cyst. Free pelvic fluid consistent with recent instrumentation.; on (B)(6) 2009: s/p partial essure however there is no evidence of a coil seen on either side of the pelvis. Ultrasound scan vagina - on (B)(6) 2010: result: unilateral occlusion (right tube occluded).. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. New reporter's information was added. Reporter's information was added. Added event abnormal bleeding (vaginal), dysmenorrhea (cramping); dyspareunia, bladder infection, nickel allergy. Added event from removal details:essure are embedded in the cornua of the uterus. Concomitant conditions, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("other injuries/symptoms: other, hair loss") and endometriosis (""other" please describe: stage 2 endometriosis"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, alopecia and endometriosis outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, endometriosis, fallopian tube perforation, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain , abdominal pain, fallopian tube perforation, menorrhagia, vaginal infection, vaginal discharge, hair loss, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, fallopian tube perforation, menorrhagia vaginal infection, vaginal discharge, hair loss, endometriosis, device ineffective. Event outcome added pelvic pain, abdominal pain, menorrhagia, vaginal infection, and vaginal discharge. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.